Manufacturer narrative:
A visual and microscopic exam identified proximal and distal stent damage. Struts on rows 1 and 2 from the proximal edge were misaligned, while struts on row 1 from the distal edge were slightly flared. The shaft, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present indicating that the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed by (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The vascular access was via the radial artery. The 95% stenosed lesion being treated was located in the moderately tortuous and severely calcified left circumflex (lcx). The 2.75x24mm taxus liberte stent delivery system (sds) was advanced to, but could not cross the target lesion. The procedure was completed using another of the same device. There were no pt complications and the pt condition was reported as "good". However, the returned product analysis revealed stent damage.